Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced blood glucose (bg) of 21 mg/dl with unsteadiness when standing and walking and loss of consciousness associated with a history/settings issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During trouble shooting with customer technical support (cts), it was revealed that the basal rates were changed without health care provider input. This complaint is being reported because the patient allegedly experienced hypoglycemia as a result of use error.